Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tip of the tube was crushed and the marking around it was peeled off. Omsc presumes that the load was subjected to the tip, such as nipping it when the forceps elevator of the endoscope was raised. However, the exact cause of the reported event could not be conclusively determined. The above device handling has warned in the instruction manual as follows. *when using jf or tjf endoscopes, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during endoscopic retrograde cholangiopancreatography using the subject device the following event occurred. The x-ray opaque chip at the tip was difficult to recognize under fluoroscopy. The opaque chip did not fall off. The intended procedure was completed with another device. There is no effect on the procedure. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found the marking on the device was peeled off. On (B)(6) 2021, we found that the event might be caused or contributed to a death or serious injury.